Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the inoperable keypad with an intermittent keypad response, which was experienced during evaluation. Evaluation found the #0, #1, and #2 keys to be operating intermittently, caused by a failed keypad. The failed keypad was replaced. Baxter has initiated a CAPA to further investigate this issue. (B)(4).

Event description:
It was reported that a spectrum pump had inoperable keys on the keypad, which was clarified as an intermittent keypad response during baxter's evaluation. It was also reported there was no patient involvement.